Manufacturer narrative:
All available information was investigated, and the reported damaged shelf carton and cracked handle were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported issues. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported when the blue product box was selected, damage was observed. It is unknown if the sterility of the sgc was intact. The box was then opened, and it was observed the handle of the steerable guide catheter (sgc) was cracked. Therefore, the sgc was not used and replaced. There was no clinically significant delay in the procedure.